Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. Customer was unable to clear the alert or the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was between 102 and 209 mg/dl.